Event description:
Reportedly, platinium dr 2510 defibrillator (sn (B)(6)) was implanted on (B)(6) 2021 as a replacement. 34 months after this replacement, the defibrillator is already indicating end-of-life and has reached its recommended replacement time (rrt). However, this short lifespan is abnormal and suggests there is excessive battery consumption. Indeed, the battery curve shows a sharp decline. Furthermore, there is no apparent reason for this excessive consumption upon device interrogation. The defibrillator is set to safer-r 60-120, with time spent in aai not exceeding 63%, ap at 67% (primarily using the rate response sensor), and vp at 30%. The lead parameters are completely normal, with an atrial threshold of 0.75v and a ventricular threshold of 1v for 0.35ms. The amplitudes are set at a fixed threshold of 2.5v for both leads with a pulse width of 0.35ms. The impedances have remained stable over time, as has the continuity of the rv coil. No episodes of noise or undesirable events that could explain this excessive consumption were found in the device's memory. Additionally, after reviewing the medical records and consulting the patient over these 34 months, there have been no interventions, examinations, or mris. The patient has not experienced anything unusual and has had no symptoms that could indicate a device malfunction. The device has never delivered a shock or therapy.

Manufacturer narrative:
Please refer to the attached report. - analysis of the available patient files dated 04 june 2024 revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Event description:
Reportedly, platinum dr 2510 defibrillator (sn= (B)(6)) was implanted on (B)(6) 2021 as a replacement. 34 months after this replacement, the defibrillator is already indicating end-of-life and has reached its recommended replacement time (rrt). However, this short lifespan is abnormal and suggests there is excessive battery consumption. Indeed, the battery curve shows a sharp decline. Furthermore, there is no apparent reason for this excessive consumption upon device interrogation. The defibrillator is set to safer-r 60-120, with time spent in aai not exceeding 63%, ap at 67% (primarily using the rate response sensor), and vp at 30%. The lead parameters are completely normal, with an atrial threshold of 0.75v and a ventricular threshold of 1v for 0.35ms. The amplitudes are set at a fixed threshold of 2.5v for both leads with a pulse width of 0.35ms. The impedances have remained stable over time, as has the continuity of the rv coil. No episodes of noise or undesirable events that could explain this excessive consumption were found in the device's memory. Additionally, after reviewing the medical records and consulting the patient over these 34 months, there have been no interventions, examinations, or mris. The patient has not experienced anything unusual and has had no symptoms that could indicate a device malfunction. The device has never delivered a shock or therapy.

Manufacturer narrative:
Please refer to the attached report. - analysis of the available patient files dated (B)(6) 2024 revealed: an abnormal battery depletion o no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, platinum dr 2510 defibrillator (sn= (B)(6)) was implanted on (B)(6) 2021 as a replacement. 34 months after this replacement, the defibrillator is already indicating end-of-life and has reached its recommended replacement time (rrt). However, this short lifespan is abnormal and suggests there is excessive battery consumption. Indeed, the battery curve shows a sharp decline. Furthermore, there is no apparent reason for this excessive consumption upon device interrogation. The defibrillator is set to safer-r 60-120, with time spent in aai not exceeding 63%, ap at 67% (primarily using the rate response sensor), and vp at 30%. The lead parameters are completely normal, with an atrial threshold of 0.75v and a ventricular threshold of 1v for 0.35ms. The amplitudes are set at a fixed threshold of 2.5v for both leads with a pulse width of 0.35ms. The impedances have remained stable over time, as has the continuity of the rv coil. No episodes of noise or undesirable events that could explain this excessive consumption were found in the device's memory. Additionally, after reviewing the medical records and consulting the patient over these 34 months, there have been no interventions, examinations, or mris. The patient has not experienced anything unusual and has had no symptoms that could indicate a device malfunction. The device has never delivered a shock or therapy.